Manufacturer narrative:
Catalog number, lot number, unique identifier (UDI), and operator of device are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a no disposable alarm. No patient injury was reported.